Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. A "try it" manual test was performed and speaker did not sound. Open receiver case for internal visual inspection: passed. Perform global receiver communication tool sound test: unable to get receiver to communicate with the communication tool. Measure the speaker resistance. Speaker resistance is not within specification. The receiver log review: perceived no/intermittent audio due to user alert snooze setting found in the log within the investigation window. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.